Event description:
Facility biomed reported device was received with report of unregulated flow, with no report of overinfusion or patient involvement. Stated there may have been some fluid spill. When he first tested device it did not have unregulated flow. Lower occluder bar moved freely, but upper occluder was stuck in outer position, pushing out toward platen. Occluder freed up when he pushed on it. After he hooked up the calibration set he noted "cyclical free flow" and the device failed the calibration and occlusion tests. Device was received for evaluation by cardinal health. Initial exam did not reveal stuck occluder bar. A rate accuracy test was performed prior to opening the instrument, resulting in -1.28% accuracy, well within +/- 5% specification. On internal exam, several instances of fluid ingress were noted throughout the device including the outer case inside of female iui connector, corrosion on the bezel assembly and lower interior of the rear case, contamination on torque fingers, mech frame, camshaft assembly, air in line assembly, occluder/pumping fingers, and bezel assembly. Even though there was no fluid residue, the evidence of corrosion observed on the interior of the rear case assembly and bezel assembly was consistent with the occurrence of fluid ingress by an electrolytic solution. Samples of the contaminants were sent for analysis and revealed several substances present including erythromycin stearate, ammonium iodide, and imidazoline salt. Although the analysis report did not provide conclusive evidence that one of these substances was the specific causative contaminant, root cause of the stuck occluder was determined to be fluid ingress.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested.